Event description:
During a pvc procedure, issues resulted in a procedural delay. With ensite x using an hd grid x mapping catheter, the rvot was mapped, and the lvot was going to be mapped as well so a second access was used. As the catheter was in the lvot it was not visible. The magnetic sensor in the ensite x gui was green. The cable and catheter were exchanged with no resolution. The ensite x amplifier and the dws were restarted. After a new study was opened the catheter could be visualized. The procedure was completed successfully with no adverse patient consequences.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.